Event description:
It was reported the patient received a high blood glucose result of 200 mg/dl while experiencing an episode of hypoglycemia. Around 4-5pm, the patient's symptoms of low blood sugar were impaired speech, no control over his body movements, and he was incoherent. The patient did not treat during this time. Between 6-7pm, the customer began to have a seizure. Due to the impact of the seizure, the customer was not capable of performing a blood test on his own. Therefore, his son performed a blood test for him and received a result of 200 mg/dl. The customer's son called the emts around 7pm. When the emts arrived they performed a blood test on their meter and result was 50 mg/dl. Based on the result, the patient was treated with a gel substance and was transported to the medical center for additional treatment. They arrived at 9:59pm to the medical center, where the patient received an IV, but he does not know what medication he received. The customer was not admitted into the medical center, but was kept for several hours for observation. The customer was discharged about 2:45am with a steady blood glucose level and arrived back home about 3:00am on (B)(6) 2021. The patient was using expired strips when he received the result of 200 mg/dl.